Manufacturer narrative:
(B)(4). Concomitant medical products: item#: unknown; lot#; unknown; item name: unknown distal locking screw; item#: unknown; lot#; unknown; item name: unknown distal locking screw; item#: unknown; lot#; unknown; item name: unknown distal locking screw; item#: unknown; lot#; unknown; item name: unknown distal locking screw; item#: unknown; lot#; unknown; item name: unknown distal locking screw. Report source-foreign-united kingdom. Literature-journal article. The outcome of fixing distal femur periprosthetic fracture around total knee replacement using a locking plate non-contact bridging (ncb). Rahuma ma, noureddine h. Doi: https://doi.org/10.5704/moj.2203.007. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A study reported the one 75-year-old female patient with a su type 3 fracture experienced malunion of 11 degrees anterior angulation postop. No further intervention or complications were noted. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4).

Event description:
No further event information available at the time of this report.